Manufacturer narrative:
Batch review performed on 30-dec-2022: lot 2112478: (B)(4) items manufactured and released on 14-oct-2021. Expiration date: 2026-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported cases during the period of review.

Event description:
At about 10 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.